Event description:
Scoliosis pt had posterior spinal fusion surgery in 2004. Pt developed drainage same day of surgery. Drainage treated with antibiotics-ancef and nafcillin. Pt was taken to or 13 days later to determine drainage. Surgeon found seroma. The drainage stopped after the seroma was sewn. The pt was discharged from the hospital 5 days later. A total of 82cc of intergro dbm putty/paste and 80cc of pr osteon 500r was used during the initial surgery. All products were cultured prior to use and all results were negative.